Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which if off label usage of the device on (B)(6) 2021. In the morning on (B)(6) 2021, the parent¿s follow app alerted for a cgm value of 80 mg/dl. The parent checked on the patient, she was awakened then became unresponsiveness and experienced a seizure. A bg was performed which was 30 mg/dl. The parent attempted to administer glucagon; however, in her panic, she broke the injection needle. The parent performed cardiopulmonary recusitation (CPR) on the patient until she regained consciousness and became responsive enough to ingest soda. The emergency medical services (ems) was called prior to the parent treating the patient and by the time ems arrived, the patient¿s bg was 66 mg/dl; however, the cgm displayed 119 mg/dl. The paramedics monitored the patient and checked her bg before leaving; her bg was 90s mg/dl, but her cgm displayed 130 mg/dl. At the time of the report, the patient was feeling fatigue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.